Event description:
It was reported that the lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 13 cm from the connector pin and exposed the coil. The abrasion is consistent with exposure to constant friction with another implantable device.